Event description:
A report was received that the patient was experiencing sharp back pain and the legs went weak after getting up to the bathroom. The patient had a serious complication after the surgery. It was stated that the patient appeared to have a cord infarct. The patient had no feeling or movement in the lower extremities. It was unknown if it was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was discharge the day after the explant.

Manufacturer narrative:
Additional information was received that the patient has not regained feeling in the lower extremities.

Event description:
A report was received that the patient was experiencing sharp back pain and the legs went weak after getting up to the bathroom. The patient had a serious complication after the surgery. It was stated that the patient appeared to have a cord infarct. The patient had no feeling or movement in the lower extremities. It was unknown if it was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was discharge the day after the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.